Event description:
The customer reported that they are concerned about the AED feature that disarms a shock if the pt rhythm becomes non-shockable.

Manufacturer narrative:
The customer reported that they are concerned about the AED feature that disarms a shock if the pt rhythm becomes non-shockable. There has been no allegation or determination of a device malfunction. This investigation remains open. A follow-up report will be submitted upon completion of the investigation.